Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947 implantable tachy lead 2013-(B)(6); d314trm implantable cardioverter defibrillator 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient complained of acid reflux and "vomiting sensation" since implant. The threshold on the atrial leadwas noted to vary depending on the patient's position. Phrenic nerve stimulation was also noted. The device was reprogrammed but that did not relieve the patient's symptoms. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.